Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited a crosstalk during a clinic visit. The oversensed signal was observed on the ventricular channel after the atrial pacing event. Programming changes were recommended. No further information is available.

Event description:
Additional information received from a clinical study form indicated that programming changes were made to resolve far p-wave oversensing. The event was resolved without sequelae.